Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on (B)(6) 2022. Fiducial markers were placed during the same procedure. A week after the spaceoar procedure, the patient experienced rectal urgency and urinary retention. The patient experienced the feeling of going to the bathroom but only passing a pencil-like stool. The patient was instructed to take ibuprofen for pain, but the patient experienced bleeding and was advised to switch to extra-strength tylenol. On( B)(6) 2022, the patient went to the emergency room for urinary retention, had a bladder scan, and was found to have 469cc of urine retained. The patient was treated with a foley catheter for one week. The patient was also taking flomax to lessen the symptoms. The patient had a follow up appointment with the physician on (B)(6) 2022. On july 4, 2022, additional information was received stating that the patient was passing a clear yellow substance with a foul smell and was referred to a gastrointestinal specialist (gi) because the rectal urgency was still persisting.